Manufacturer narrative:
(B)(4). The sample was not discarded. One used lf5544 was received for evaluation. Visual inspection found no defects. The product passed hipot testing. The clear insulation was not damaged and was still in the correct location on the product. The investigation found the device to function normally and within specifications. Manufacturing non-conformance review could not be conducted since the lot number is unknown.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 12/14/2015. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported they were having insulation issues with the device. A superficial burn to the bowel was noted. No treatment was required for the patient.